Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states the spring is neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No frozen screen or display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, and stained address/serial number label.